Event description:
Boston scientific crm received information that this patient was feeling dizzy and lightheaded. A boston scientific sales representative (sr) interrogated the patient and noted that there are tachycardic events present that are really noise. This noise had inhibited pacing for 6-7 seconds. All other measurements are stable and within normal ranges. Boston scientific technical services (ts) was consulted and stated that it looks to be more like electromagnetic interference since the sensing in the ventricle is low at 1.0 mv. Ts suggested having the patient note what they are doing next time they feel dizzy to try and narrow down the cause. The device remains implanted. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated as necessary.